Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, pump error 68 (trace pointers are invalid), blank display. The customer reported blood glucose value of 31 mg/dl. The customer reported hypoglycemia, seizures, absence treated with hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was performed. Customer was using insulin pump within 48 hours of reported event. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, pump receive with a high sleep current measurement during testing. No blank display or pump error 68 alarm during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were shows abnormal behavior. No alarms or alerts noted during testing; however, in the pump history found: no delivery/insulin flow blocked alarm on (B)(6) 2024 at 08:48:10.000 during bolus delivery. Multiple pump error 68 alarm on (B)(6) 2024 from 07:10:21.000 until 07:23:05.000. Multiple pump error 49 alarm on (B)(6) 2024 from 07:10:21.000 until 07:10:21.000. Pump error 75 alarm on (B)(6) 2024 at 07:21:02.000. Pump was cut open to perform visual inspection and internal battery connector not plugged in properly to j6/pcba 1. After reconnecting the internal battery connector on j6 pcba 1, pump was monitored and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range and the sleep current measurement are within specification. The force sensor offset measured within spec range during testing (23.3 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched keypad overlay, cracked case near the corner of belt clip rails and cracked battery tube threads during the visual inspection. Unable to verify customer alleged for low bg. The force sensor is within specification. Blank display not confirmed. Pump received with a high sleep current measurement, pump error 68, 49 and 75 alarm confirmed in the pump history due to internal battery connector not plugged in properly to j6/pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.